Event description:
The company was informed that the patient developement hematoma at the implant site. In 2008, the physician drained the hematoma and placed a compression dressing. The patient was prescribed with azithromycin 500mg for 3 days. The next day, the patient was afebrile and the physician again drained the hematoma and placed a compression dressing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient was seen by the physician in 2008; it was reported that the patient's hematoma was resolved; the patient did not have any signs of infection. The patient has no complaints and is doing well. The patient's device remains implanted. This is the final report.